Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that the pump fell out of the patient's pocket and the site fell out. According to the reporter, she did not perform the fill cannula step after the site was changed. At the time of contact with animas, the patient's bg level was 498 mg/dl. She was feeling thirsty and had a headache. The morning of the event, the patient awoke with a bg level of "198 mg/dl." The patient reportedly ate breakfast and bolused. After the site fell out, the reporter claimed that the patient's bg level became high. Through troubleshooting, the cannula was removed and appeared to be fine. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hyperglycemia after the site fell out from the patient.